Event description:
New information notes that the patient will return for follow-up by the end of the year. Patient has voiced no complaints. The lead remains in place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion was observed. It was unable to reproduce noise with isometrics. The patient was asymptomatic. It was considered lead revision. Unipolar tip and ring was tried. Both had reproducible noise in form of ams with isometrics. Switched back to bipolar. The patient is stable and will return for follow up.